Event description:
On (B)(6) 2026, a patient underwent a computed tomography guided l4 vertebrae biopsy procedure through osteolytic tissue density using mission kit. During the procedure the needle allegedly broke in the lesion. Additionally, it was reported that patient required additional intervention under flour to remove broken bits of the introducer. Current patient status unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged needle break could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure by using mission kit. It was reported that during the procedure the needle allegedly broke in the lesion. Further it was reported that the broken needle required removal in ir. The current status of the patient is unknown.